Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a hernia repair procedure on unknown date and mesh was implanted. Two years patient follow-up questionaire on (B)(6) 2016 reported that the patient experienced a recurrent hernia.

Manufacturer narrative:
It was reported that the patient underwent a hernia repair procedure on unknown date and mesh was implanted. The patient did not have a recurrence but only had a strange feeling in her lower abdomen. The patient experienced a seroma. No additional information is available. (B)(4).